Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It reported that the patient presented for removal of the implantable cardioverter defibrillator due to advisory. The device was explanted and replaced. There were no patient consequences.